Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt information was available.

Event description:
It was reported that during a rotator cuff repair using the magnum 2 knotless anchor, allegedly the snare would not pull the suture. Ultimately, the procedure had to be converted to mini-open in order to be completed. There were no further delays or pt complications reported as a result of this event.